Event description:
Received info from hosp emergency room that pt was experiencing jolting or shocking from her stimulator. No known accident or incident was related to this complaint. Troubleshooting was done by a medtronic rep but he was unable to determine status of her stimulator. Additional info has been requested.

Manufacturer narrative:
(B)(4).